Event description:
It was reported that during atrial lead revision, the pulse generator exhibited backup vvi mode and a premature elective replacement indicator. Electrocautery interaction was suspected. During a software download attempt, the device exhibited loss of telemetry and loss of output. The device was explanted and replaced.